Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-05720. The patient has two scs systems (supra-orbital and occipital). This issue's regarding the supra-orbital leads. It was reported the patient's experiencing discomfort due to the right supra-orbital lead sitting on top of a nerve. Surgical intervention was undertaken as the next course of action on (B)(6) 2016 during which time both leads were repositioned. Effective stimulation was achieved postoperatively thus resolving the issue.